Event description:
The ge oec 9900 fluoroscopy system locked up during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired a loose power cord plug. Interconnect cable also replaced to prevent future ffb pcb reboots. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.